Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult to insert is confirmed but the exact cause remains unknown. One 4.5 fr microez microintroducer was returned with the dilator within the sheath. Blood residues and evidence of use was noted on the device. One photo sample of a 4.5 fr microez was also provided and the condition shown corresponded with the returned physical sample. Deformation and damage was noted at the distal and proximal ends of the grey sheath. The orange peel tabs were not returned split. Microscopic inspection of the distal end of the sheath revealed it to be inwardly bunched. The presence of a sheath tip taper was observed. The proximal end of the sheath was detached from the orange tabs. Evidence of the sheath being attached to the tabs was noted. Based on the information provided, possible contributing factors include advancement against resistance and inadequate skin nick. The event description does not appear to mention the detached sheath and tabs and it is unknown if the damage occurred after the reported event. Since deformation at the sheath tip was observed, the complaint is confirmed but the exact contributing factors remain unknown. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that "during the PICC catheter insertion procedure, a nurse from the vascular access program shows resistance in the passage of the micro introducer (peel away), having to carry out a greater dermotomy in the patient without obtaining admission. When she checks, she observes the gray part a rough damage, which does not allow sliding through the skin to continue the procedure, which required opening another PICC tray to use the micro introducer of that tray." Additional information received: the incident is noticed after the use of the device. No harm occurred to the patient. There was no need for any medical intervention. There was no exposure to blood or chemotherapy, during the exposure and passage of the PICC the security measures established by the hospital are complied with.

Event description:
It was reported that "during the PICC catheter insertion procedure, a nurse from the vascular access program shows resistance in the passage of the micro introducer (peel away), having to carry out a greater dermotomy in the patient without obtaining admission. When she checks, she observes the gray part a rough damage, which does not allow sliding through the skin to continue the procedure, which required opening another PICC tray to use the micro introducer of that tray."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.